Event description:
It was reported to boston scientific corporation on august 15, 2005 that an enteryx procedure kit was implanted in a patient in 2005 (patient age, gender and weight are unknown). Eight injections were performed, delivering a total of 6.0cc's of enteryx solution to the patient . Of the total solution delivered, 2.8cc's were injected submucosally. According to the complainant, the patient experienced bleeding from the injection site of mild intensity on the day of the procedure. The patient was treated with an injection of 8.0cc's of epinephrine injected into the bleeding site and the bleeding had resolved before the scope was removed from the site. The patient was reported to be doing fine and no dilations were required. No weight loss was reported by the patient.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.